Manufacturer narrative:
Uf/importer report number: (B)(4) user facility name/address (B)(4). Contact person: (B)(4). Date user facility became aware of event: less than or equal to 10 days ago. Type of report: initial. Approximate age of device: 0 years. (B)(4). Location where event occurred: hospital. Manufacturer name and address MFR. Name: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high unipolar and bipolar impedance in three different locations. It was suspected that the lead was deficient or damaged from the manufacturer. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.